Manufacturer narrative:
(B)(4). The sample received was an unused sample received in addition to the sample for (B)(4). Visual inspection, clear passage testing, underwater pressure testing, and a simulated use testing (device was primed using the instructions on its label copy) were performed. The leak was identified during the simulated use and underwater pressure test. The leak was from between the tubing and luer lock. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The cause of the condition could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned unused one-link needle-free catheter extension set, a leak was identified. No additional information is available.